Event description:
It was reported that a trained user requested to return the ilet system due to difficulty with inset 23" 6 mm infusion sets, including bent cannulas during insertion, inability to comfortably change sets due to hand arthritis, and dissatisfaction with automated glucose control, while the device remained in use until return. Symptoms included hyperglycemia up to 287 mg/dl for a few hours with tiredness and nausea, and a separate hypoglycemia to 55 mg/dl for less than 30 minutes that the user attributed to a self-initiated corrective meal announcement; both events were managed at home with alerts received and oral glucose used for the low, without ketone testing, assistance, or medical intervention. Outcomes included no hospitalization, no professional medical care, and resolution with self-care. Investigation included review of user reports and coordination with field and healthcare provider for return approval. Investigation of this case revealed user-reported insertion challenges and bent cannulas consistent with suspected infusion set cannula deformation during insertion and user-handling limitations; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined, with user technique and infusion set issues as potential contributors.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.